Event description:
PICC line snapped.

Manufacturer narrative:
One catheter was returned for review and breakage was confirmed just below the inverted triangle beneath the securement disc. The breakage site exhibited jagged edges which could be the result of a tensile force applied to the catheter. The most probable cause for the breakage was most likely due to an event within the user environment in which too much force was applied to the catheter either from manipulation of the catheter or patient movement. A review of the DHR and inspection records was conducted, and no similar concerns were found. Since the reported issue was most likely the result of an event within the user environment and not a manufacturing defect, no corrective action will be taken. Careful handling is required during the procedure as not to cause damage to the soft silicone catheter. The IFU warns users: catheters should be flushed after each infusion to clear infused medication from the catheter lumen, thereby reducing the risk of contact between incompatible medications. Do not use hemostats or clamps on catheter or hub connection. Never use catheter for high-pressure injection. Syringes smaller than 10 ml and mechanical high-pressure injectors can generate pressures capable of rupturing the catheter. Never use force to flush the catheter if resistance is met. Solutions containing high concentrations of alcohol can temporarily weaken the structure of polyurethane material. For polyurethane catheters, minimize exposure to alcohol solutions. Do not expose the catheter to acetone or acetone/alcohol solutions. Do not use if package is opened or damaged. Do not cut stylet. If cut, stylet can potentially damage the catheter and harm the patient. Never use force to advance the catheter. Resistance could indicate a vein obstruction or malposition of the catheter. Never use force to remove the stylet. Resistance can damage the integrity of the catheter and the stylet. Do not hold the catheter with forceps while removing the stylet. Syringes smaller than 10 ml can generate high pressures (greater than 40 psi) capable of rupturing the catheter. Never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing. Catheters should be flushed after each infusion to clear infused medication from the catheter lumen, thereby reducing the risk of contact between incompatible medications.